Event description:
The account alleged that one of the nurses stated that a pt fell out of this bed. No injury. The nurse alleged that the bed exit was working like it should and the account checked the bed exit and all other functions and all were functioning as designed.

Manufacturer narrative:
The tech investigated and the account stated that one of the nurses stated that a pt fell out of this bed and there was no injury, the nurse stated that the bed exit did not function. The tech found that the bed functioned to specs, no repair needed. The account staff was in-serviced on the bed exit system.